Event description:
It was reported that the touchscreen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Customer attempted to troubleshoot under guidance from technical support, including pressing the center button and plugging the pump into a power source, but the pump did not turn on. Technical support decided to replace the pump and confirmed the customer's shipping address. Customer planned to use multiple daily injections (mdi) as a backup insulin therapy while waiting for the replacement. The caller was instructed to return the problematic pump using a pre-paid label and understood the process, including placing the pump into storage mode before sending it back.